Event description:
Information was received from a consumer regarding a patient receiving fentanyl (300 mcg/ml at 180.5 mcg/day) and bupivacaine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that they had a new pump implanted because the old one was reaching eos (end of service), and the new pump was not working right. They were not getting the relief they were getting with the previous pump. The patient stated that the pump was working correctly at the time of implant, but the pain had been getting worse and worse. The patient was wondering if the catheter could have moved due to a ¿high dose brachiotomy¿ they had in the past. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received on 26-jul-2023 from an hcp via a company representative who reported that the patient stopped getting relief from the pump after the replacement procedure and during a dye study (date not provided), there appeared to be some dye leaking according to the physician. The whole catheter was replaced and aspirated successfully. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-dec-2017, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.